Event description:
It was reported the asymptomatic patient presented for routine pacemaker replacement. During procedure, it was observed the pacemaker switched to backup mode (bvvi) after it was programmed to a different setting to accommodate electrocautery. The pacemaker was replaced. Patient was stable.

Manufacturer narrative:
The reported event of pacemaker (pm) found in back-up mode was confirmed. The pm was received in backup operation with battery levels above elective replacement indicator (eri). Product code was reloaded, electrical and mechanical analysis were performed, which indicated normal device functionality. Backup operation is consistent with electromagnetic interference (emi) at explant procedure.